Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Patient is a child. Although requested, further information was not provided.

Event description:
It was reported that while transitioning a patient from the or to cvicu, the pump mode was changed from anesthesia mode to critical care area guardrails library, which resulted in a patient coding. Although requested, further information was not provided.